Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had experienced vocal cord paralysis after full revision surgery. The patient was seen by ent which confirmed that the patient was experiencing vcp. Physician reported that stimulation was a contributing factor in the vcp, and as a result. The device remained programmed on. Ent believes that the vcp may resolve on its own. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
It was later reported that the patient experienced bradycardia after their replacement surgery. The provider determined that the cause of the bradycardia can be attributed to vns stimulation. Provider states that the severity of the bradycardia is directly proportional to the magnitude of the output current. This was initially captured in MFR. Ref# 1644487-2022-01249 which house reported adverse events and high impedance for the patients previous devices.